Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion errors which were not reproduced due to an unrelated issue. A review of the event history log identified 'occlusion en amont' messages. The alarms in the log were likely a result of normal pump operation. The issue was not evaluated because of an unrelated issue and the device is no longer in its received condition and the opportunity to evaluate for the reported allegation is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed upstream occlusion errors. The event happened during testing at biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.